Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The pressure and extender tubing were also returned. A portion of the extender tubing and male leur was cut from the tubing and not returned. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and portion of extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that after 16 hours of intra-aortic balloon (iab) therapy, at 08:00 on (B)(6) 2024, blood was seen flowing back into the extracorporeal tubing. The longer the iab was used, the more blood flowed back. The iab was removed on (B)(6) 2024. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation/ department: surgical resuscitation department. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.